Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and the use of the liberty select cycler and the liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the use of the liberty select cycler and the liberty cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. Although the cause of the peritonitis is not confirmed, the culture result of enterobacter cloacae suggests a contamination event. All enterobacter species are found in water, sewage, soil, and vegetables. Enterobacter cloacae is the most frequently isolated enterobacter species from humans and animals. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital with a diagnosis of peritonitis. Pd cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The cultures were positive for enterobacter cloacae. The patient was discharged on (B)(6) 2025. The antibiotics upon discharge were ip cefepime 1g daily for three weeks. The cause of the peritonitis was not confirmed. However, in the hospital discharge summary there was a suspicion of a peritoneal visceral leak that could have been the cause. This was not confirmed. The patient is continuing ccpd therapy during recovery.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital with a diagnosis of peritonitis. Pd cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The cultures were positive for enterobacter cloacae. The patient was discharged on (B)(6) 2025. The antibiotics upon discharge were ip cefepime 1g daily for three weeks. The cause of the peritonitis was not confirmed. However, in the hospital discharge summary there was a suspicion of a peritoneal visceral leak that could have been the cause. This was not confirmed. The patient is continuing ccpd therapy during recovery.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.